Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a device was found to be exposed under the conjunctiva on the side of scleral flap following a glaucoma filtration device implant procedure. The device was removed.

Manufacturer narrative:
Evaluation summary: the customer reported that "the shunt was found to be exposed to the under the conjunctiva from the side of scleral flap". No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. (B)(4).